Manufacturer narrative:
(B)(4). Date sent: 3/10/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details on how each issue was addressed for the following events (occur intra-operatively or post-operatively, treatment, medical or surgical interventions performed: postoperative anastomotic leak (n=2). Does the surgeon believe that was a result of either of the ethicon devices? Postoperative anastomotic leak (n=2). Please provide further details. Is it known whether or not the issues noted were previously reported to ethicon customer quality? If yes, do you have the product complaint submission record numbers? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: real-life introduction of powered circular stapler for esophagogastric anastomosis: cohort and propensity matched score study authors: stijn vanstraelen, willy coosemans, lieven depypere, yannick mandeville, johnny moons, hans van veer, philippe nafteux citation: diseases of the esophagus (2022), 1-7. Https://doi.org/10.1093/dote/doac073. The aim of this retrospective study was to objectively evaluate the impact of the introduction of a powered circular stapler on postoperative leakage and complications after esophagectomy for esophageal cancer with intrathoracic anastomosis. Between may 2019 and july 2021, a total of 128 patients with esophageal cancer who underwent esophagectomies with intrathoracic anastomosis were included in the study. All patients were operated through open left thoracoabdominal approach. The use of either a manual (eea tm circular stapler, medtronic inc., minneapolis, mn, USA) or powered (echelon circular powered stapler, ethicon inc., cincinnati, oh, USA) circular stapler for the anastomosis was left to the surgeon's discretion. Among them, 62 patients (53 male and 9 females; mean age of 64.9 years) underwent surgery using powered circular stapler, while 66 patients (51 male and 15 females; mean age of 65. 1 years) using manual circular stapler. Reported complications include postoperative anastomotic leak (n=2). In conclusion, postoperative anastomotic leakage after esophageal resection was significantly reduced after the introduction of the powered circular stapler, consequently resulting in a reduced length of stay. Further evaluation on long-term strictures and quality of life are warranted to support these results.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2025. Corrected data: b1 and h1. This event captured as a serious injury. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.